Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. Based on the information provided and without the product to examine, the reported difficulties appear to be related to circumstances of the procedure and not a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion with heavy tortuosity, moderate calcification and 90% stenosis in the distal circumflex artery. A non-guide wire was used to access the lesion and pre-dilated with a 2.75 x 20 mm trek balloon. A 3.0 x 38 mm xience xpedition stent attempted to cross the target lesion, but failed due to heavy tortuosity in the vessel. When the xience xpedition was withdrawn, there was interaction [resistance] noted with the guiding catheter. The xience xpedition was inspected and the proximal edge stent struts were noted to be bent and flared. A new 3.0 x 23 mm xience xpedition was implanted successfully, and a 2.75 x 15 mm xience xpedition stent was implanted distally overlapping at the target lesion successfully. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was available.